Manufacturer narrative:
The electrode lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected all of the ion-selective electrode (ise) parts including the vacuum line, cleaned the ise module, and performed decontamination of the ise module. He performed ise checks, calibrations and qcs with successful results. The investigation determined the event was due to a preanalytic issue (mis-sampling) at the customer site. Preanalytic's are within the customer's responsibility. The investigation determined the event was also due to a maintenance issue (vacuum line). After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results from one patient sample tested on the cobas pro ise analytical unit. The initial result was not reported outside of the laboratory. The initial na result from the analyzer was 141 mmol/l. The repeat result from the other analyzer was 133 mmol/l. The repeat result was close to the patient's history.